Manufacturer narrative:
Manufacturing evaluation: the instrument arrived in a decontaminated condition. It was clearly visible that one of the two distal pins was broken off. The piece was not enclosed. Investigation: we made a visual and functional inspection of the instrument. Except for the broken pin, we found that the second pin exhibits heavy wear, dents, damages, and bending. We investigated the fracture surface; here we found the typical signs of a forced inter-crystalline fracture caused by bending stress and mechanical overload. The welding seams of both pins are in a perfect condition. Batch history review: the manufacturing documents have been checked and found to be according to specifications valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most likely usage related. Rationale: the most probable root cause for this defect is a mechanical overload during usage/handling. Because of the bad condition of the second pin it appears that the broken off pin was pre-damaged. A material defect or a manufacturing error can be excluded.

Manufacturer narrative:
When additional information is received a follow up report will be submitted.

Event description:
It was reported the distractor tip broke intraoperatively. During an artificial disc replacement (adr) procedure for an activ l implant it was reported the distractor tip broke while trying to remove the inlay to reposition the entire implant. This incident did cause a 30-45 minute delay in surgery. Additional intervention of the implant removal was needed because the surgeon had to reposition the implant, due to the distractor broke during removal. Several attempts have been made to obtain additional information; however, at the time of this report, no further information has provided.